Event description:
50ml luer-lok was filled with saline. But before use on the patient it was noticed that a broken bung was floating in the syringe prior to use, no harm.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, a stopper piece which belongs to another stopper is observed within the device. A device history review was performed for the reported lot 2311045, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. The stopper is provided by an external supplier. Incoming inspections are performed according to procedure, including verification the stoppers are complete and not deformed. The quality certificate was reviewed for the stopper batches used with syringes from lot 2311045, no issues were identified. Retained samples of the reported lot were used for additional evaluation. All stoppers were inspected and no damage or other defects were observed on any of the devices. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on the sample evaluation, it is believed this incident is related to an issue during the stopper manufacturing. We have notified the supplier of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.